Event description:
It was reported that a pt sustained skin burns after a diagnostic catheterization exam. The exam was conducted in 2008. The extent of the skin burns is unknown at this time. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.